Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level, as no blood glucose information was provided. The customer attempted to restart the pump, receiving the same malfunction alarm, leading to the decision to return the device. No further information provided.